Event description:
(B)(6) 2015: at approximately 9 am, the tech was filling out a questionnaire in the room with the patient when the x-ray shield on the selenia dimensions 3d system shattered. The technician received a small cut just above left eye. The patient suspected she might have glass in her eye. Both were sent to the hospital ER as per hospital procedure with very minor injuries to report. (B)(6) 2015: (B)(4) (hologic) spoke with (B)(6) (site). Connie stated that she will have the technician return hologic's call as she was not available. Per (B)(6) the technician had just walked into the room to go over paperwork with the patient. They were standing to the right and approximately 2 feet in front of the system's acquisition work station. It was stated that no one had touched the unit, and the tech hadn't started anything (meaning the procedure) when then suddenly the shield burst. Per (B)(6)the technician removed two (2) small pieces of glass out of the cut. To note: the room temperature is set to 73% each day. (B)(6) 2015: (B)(4) (hologic) again called the technician to gain more information and left a voice mail message. We (hologic) have not received any call backs and have not been able to get any more information on the patient.

Manufacturer narrative:
The x-ray shield for the selenia dimensions 3d system is manufactured with tempered glass (safety glass). The tempering process is to assure that if in the rare occurrence the glass does shatter, it does so in small irregular shaped pieces as versus chards of glass with sharp edges. In the past, hologic has partnered with out glass manufacturer, but have not been able to determine a root cause on the shattered shield event. Through this recent event, the returned remnants have been returned to the manufacturer for analysis. Documentation review indicated that the glass in question met all specifications set forth.